Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors to perform failure analysis. The instrument was analyzed and found to have signs of scratch marks and abrasions on the instrument tube extension. The tube extension scratch marks measured roughly 0.022¿ x 0.273¿.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the insulation on a monopolar curved scissors instrument had scratch marks. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer could not provide any additional information. All the information they received was carefully entered on the product return platform.

Manufacturer narrative:
Based on the claim against the product by the customer noting scratched insulation, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors instrument for evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.